Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 400 mg/dl, which he treated via bolus from another insulin pump. Troubleshooting was initiated for the no delivery alarm. The customer was able to successfully deliver a 5.0 unit fixed prime. The customer was advised that there may have been a possible site related issue or site/set occlusion that triggered the no delivery alarm. The insulin pump will be returned and replaced.